Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnancy (with complications)'), seizure ('seizures') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 509814,509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included blood pressure high in (B)(6) 2004, multigravida, parity 2 (date of birth:(B)(6) 2000,(B)(6) 2004.), allergy (percocet, tramadol), swelling of tongue, hives, throat tightness, abdominal pain and miscarriage. Concomitant products included diltiazem hydrochloride (cardizem) since (B)(6) 2004. In 2006, the patient experienced irritability ("hormonal changes describe: I was irritable, had hot flashes"), hot flush ("hormonal changes describe: I was irritable, had hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) describe: bacterial"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), visual impairment ("vision/eye problems type: always had great vision. Got implant and vision got worse"), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2007, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain upper ("stomach was hurting") and dizziness ("dizzy"). The patient was treated with antibiotics, vitamin d nos (vitamin d), d & c and surgery (hysterectomy with bilateral salpingo-oopherectomy,d&c). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, seizure, anxiety, migraine, dyspareunia, vaginal discharge, visual impairment, fatigue, nausea and abdominal pain upper outcome was unknown, the irritability, hot flush and bacterial infection was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, anxiety, bacterial infection, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, irritability, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: result: total bilateral occlusion.. Pregnancy test urine - on an unknown date: pregnant.. Ultrasound scan - on an unknown date: pregnant.. Ultrasound scan vagina - on (B)(6) 2006: findings: no evidence of fluid about either kidney is identified. No hydro nephrosis is demonstrated. The uterus was identified lying near midline and measures 11.2 cm in length with an ap fundal dimension of 4.4 cm and a transverse fundal dimension of 5.8 cm. In view of the patient being pregnant and no gestational sac being identified on the transcutaneous portion of the examination, endovaginal study was performed. Gestational sac was identified on the endovaginal portion of the exam. A fetal pole was identified within the gestational sac and the crown-rump length measures 5 mm which would date the pregnancy at approximately 6 weeks 1 day. Fetal cardiac activity was identified with a fetal heart rate of 122 beats per minute. Both ovaries were demonstrated with the right measuring 1.5 x 1.9 x 2.4 cm and the left measuring 2.1 x 2.5 x 2.6 cm. The left ovary contains a 1.1-cm cyst.. Lot number: 509792 manufacture date: 2006-02 expiration date: 2008-01 , lot number: 509814 manufacture date: 2006-01 expiration date: 2008-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('upper fundal partially embedded coil') and pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 509814,509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included blood pressure high in (B)(6) 2004, multigravida, parity 2 (date of birth: (B)(6) 2000, (B)(6) 2004.), allergy (percocet, tramadol), swelling of tongue, hives, throat tightness, abdominal pain and miscarriage. Concomitant products included diltiazem hydrochloride (cardizem) since (B)(6) 2004. In 2006, the patient experienced irritability ("hormonal changes describe: I was irritable, had hot flashes"), hot flush ("hormonal changes describe: I was irritable, had hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) describe: bacterial"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), visual impairment ("vision/eye problems type: always had great vision. Got implant and vision got worse"), genital haemorrhage ("abnormal bleeding (general)") and nausea ("nausea"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)/pregnancy birth - complication"). In 2007, the patient experienced abortion spontaneous ("miscarriage/pregnancy birth - complication"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dizziness ("dizzy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("stomach was hurting"). The patient was treated with antibiotics, vitamin d nos (vitamin d), d & c and surgery (hysterectomy with bilateral salpingo-oopherectomy,d&c). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the embedded device, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, seizure, anxiety, migraine, dyspareunia, vaginal discharge, visual impairment, fatigue, nausea and abdominal pain upper outcome was unknown, the irritability, hot flush and bacterial infection was resolving and the vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, anxiety, bacterial infection, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hot flush, irritability, migraine, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Pregnancy test urine - on an unknown date: pregnant. Ultrasound scan - on an unknown date: pregnant. Ultrasound scan vagina - on (B)(6) 2006: findings: no evidence of fluid about either kidney is identified. No hydro nephrosis is demonstrated. The uterus was identified lying near midline and measures 11.2 cm in length with an ap fundal dimension of 4.4 cm and a transverse fundal dimension of 5.8 cm. In view of the patient being pregnant and no gestational sac being identified on the transcutaneous portion of the examination, endovaginal study was performed. Gestational sac was identified on the endovaginal portion of the exam. A fetal pole was identified within the gestational sac and the crown-rump length measures 5 mm which would date the pregnancy at approximately 6 weeks 1 day. Fetal cardiac activity was identified with a fetal heart rate of 122 beats per minute. Both ovaries were demonstrated with the right measuring 1.5 x 1.9 x 2.4 cm and the left measuring 2.1 x 2.5 x 2.6 cm. The left ovary contains a 1.1-cm cyst.. Lot number: 509792; manufacture date: 2006-02; expiration date: 2008-01. Lot number: 509814; manufacture date: 2006-01; expiration date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received: event embedded device added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous (' miscarriage'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 509814,509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included blood pressure high in (B)(6) 2004, multigravida, parity 2 ((B)(6) 2000, (B)(6) 2004.), allergy (percocet, tramadol), swelling of tongue, hives, throat tightness, abdominal pain and miscarriage. Concomitant products included diltiazem hydrochloride (cardizem) since (B)(6) 2004. In 2006, the patient experienced irritability ("hormonal changes describe: I was irritable, had hot flashes"), hot flush ("hormonal changes describe: I was irritable, had hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) describe: bacterial"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), visual impairment ("vision/eye problems type: always had great vision. Got implant and vision got worse"), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2007, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), seizure ("seizures"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain upper ("stomach was hurting") and dizziness ("dizzy"). The patient was treated with antibiotics, vitamin d nos (vitamin d), d & c and surgery (hysterectomy with bilateral salpingo-oopherectomy, d&c). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, anxiety, migraine, seizure, dyspareunia, vaginal discharge, visual impairment, fatigue, nausea and abdominal pain upper outcome was unknown, the irritability, hot flush and bacterial infection was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, anxiety, bacterial infection, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flash, irritability, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2006: result: total bilateral occlusion. Pregnancy test urine on an unknown date: pregnant. Ultrasound scan on an unknown date: pregnant. Ultrasound scan vagina on (B)(6) 2006: findings: no evidence of fluid about either kidney is identified. No hydro nephrosis is demonstrated. The uterus was identified lying near midline and measures 11.2 cm in length with an ap fundal dimension of 4.4 cm and a transverse fundal dimension of 5.8 cm. In view of the patient being pregnant and no gestational sac being identified on the transcutaneous portion of the examination, endovaginal study was performed. Gestational sac was identified on the endovaginal portion of the exam. A fetal pole was identified within the gestational sac and the crown-rump length measures 5 mm which would date the pregnancy at approximately 6 weeks 1 day. Fetal cardiac activity was identified with a fetal heart rate of 122 beats per minute. Both ovaries were demonstrated with the right measuring 1.5 x 1.9 x 2.4 cm and the left measuring 2.1 x 2.5 x 2.6 cm. The left ovary contains a 1.1-cm cyst. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs & mr received. Event injury nos was replaced by the new events: hormonal changes describe: I was irritable, had hot flashes, pregnancy (with complications), device ineffective, abnormal bleeding (vaginal, menorrhagia), miscarriage, apareunia (inability to have sexual intercourse), infection (other) describe: bacterial, anxiety, bladder or urinary problems or changes, migraines / headaches, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic, vaginal discharge, vision/eye problems type: always had great vision. Got implant and vision got worse, fatigue, abnormal bleeding (general), nausea, stomach was hurting, dizzy. Event outcome was updated for the events: abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, dysmenorrhea, hormonal changes: irritable, hot flashes, bacterial infection, abnormal bleeding (general). Lot number was added. Lab data was added. Concomitant drugs, historical conditions and reporter's information were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.